Event description:
It was reported that the tandem mobi pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The customer had not yet tried leaving the tandem mobi wall adapter plugged into a working outlet for 30 minutes, so technical support instructed them to do so and planned to follow up. Customer called back to report pump began charging and they were able to successfully power on the pump and pair with the tandem mobi app.